Event description:
It was reported by service report that the siderail spring was missing and fowler could not be lowered due to twisted back crank bracket. No pt involvement or adverse consequences were reported.